Event description:
The device was being utilized for an angioplasty procedure of a very calcified femoro popliteal and posterior tibial. The balloon broke as the doctor inflated it. One part of the balloon remained in place in the tibial artery. The doctor used a stent he put in the artery to fix the remaining part of the balloon between the stent and the artery wall.

Manufacturer narrative:
Not listed in the instructions for use. Listed in the instructions for use. No product was returned to assist in this investigation. The advance 14lp device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Per specifications, each device is checked with the appropriate wire guide checker to verify patency of the distal lumen. The tip and balloon folds are inspected prior to sliding the balloon in the appropriate balloon protector, thus confirming the profile of the balloon. Each device is shipped with an IFU listing the indications for use, warnings and precautions, and procedure for proper use. Without the complaint device a thorough root cause analysis is not possible. In the absence of external restraints the balloon is designed to burst in a longitudinal direction. The balloon rupture, ultimately resulted in difficulty removing the device. Inflation pressures were not provided and the pt anatomy was described as "very calcified." In the absence of complaint detail it is difficult to determine factors other than pt anatomy that may have contributed to this complaint. Due to this absence of detail, the root cause for this complaint is inconclusive. We will continue to monitor for similar complaints. Per quality engineering risk analysis, there is insufficient risk to warrant risk mitigation.